Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated that the lead was not connected properly to the header of the device, thus potentially contributing to the event.

Event description:
During a remote follow-up, noise and oversensing episodes on the right ventricular (rv) lead and the device were noted. During the revision procedure, it was noted that the lead was not properly attached to the header of the device. The lead was reattached and all electrical values were resolved. The lead and device were left implanted, and the patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-32330.